Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
Received phone call from gore field sales associate on (B)(4) 2013. The patient presented to the facility with severe acute chest pain. A computed tomography (CT) scan reportedly revealed an acute aortic dissection. The patient was admitted into the hospital, and was reportedly listed in critical condition. According to report, the physician was concerned that the dissection could rupture. The patient was scheduled for surgery the following day to treat the dissection. On (B)(6) 2013, the patient was reported to have continuously decreasing blood pressure, and symptoms of acute left-sided heart failure. The physician had suspected a thoracic dissection with avulsion (structure unspecified). The patient had reportedly gone into shock and lost consciousness. Despite the patient's worsening condition, the patient's family was reported to have insisted on rescue with active treatment after having been informed of the patient's medical situation and risk of treatment. Two hours later, the patient was emergently implanted with a gore (B)(4); tag (B)(4); thoracic endoprosthesis (tag4020/11448088) to treat the dissection. The patient's blood pressure at the time of the procedure was 60/40 mmhg. Angiography at this time reportedly revealed that the dissection extended from the primary entry tear 2 cm distal from the left subclavian artery down to the level of the left common iliac artery. The procedure was completed without any reported issues. According to report, the patient's blood pressure gradually returned to normal, and the patient tolerated the procedure. A post-implant CT revealed the tag device to be in its proper position without evidence of endoleak, or any symptom of aortic rupture. One hour after the procedure, the patient complained of severe chest pain, with pain radiating along the left shoulder and back. The patient's blood pressure had also rapidly decreased until it reportedly could not be measured. B-ultrasonography revealed mild cardiac and pleural effusion. Resuscitative efforts by medical personnel were unsuccessful, and the patient expired. The patient's family has refused an autopsy. The hospital conducted a review of the patient's case. According to their review, the suspected causes of the patient's death are: ascending aortic rupture, which resulted in cardiac arrest and possible cardiac tamponade, and possible acute myocardial infarction. The hospital's review did not reveal evidence that the patient's death was caused or contributed by the gore device.